Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d4 model no ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes ¿ additional

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.